Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a sparc mesh product on (B)(6) 2009 to treat her pelvic organ prolapse and/or stress urinary incontinence. It was alleged the plaintiff suffered emotional distress, unspecified injuries and damages and a problem with the product.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report-(B)(4).